Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try different wall outlets and charging cables without success. Technical support decided to replace the pump, which was still under warranty. Caller was informed about using mdi as a backup therapy and instructed on storing the pump before returning it.